Manufacturer narrative:
The part number / model number, lot number or product sizing information for product unfortunately was unknown. The complainant only stated that aquacel surgical dressing was used on a patient where the wound (incision) had excessive fluid levels to the point where the dressings had been totally saturated. Although aquacel surgical product is entered, the complainant was unable to provide the exact icc (product reference code). Therefore, the nearest model number 420669 has been captured. (B)(6). It was also reported that there were three patients involved. Hence, separate reports are being submitted for the other patients involved. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.

Event description:
The assistant nurse reported to the territory manager (tm) that the company¿s known dressing was used on a patient and over the past month where the wound (incision) had excessive fluid levels to the point where the dressing had been totally saturated. The duration of use of dressing was three to seven days. The customer had used company¿s known dressing for many years and still uses it for multiple patients in the region every day and had not seen this happened before. Since they use the dressings in several wards and hospitals every day the box with the lot number is not available any longer, apparently the other dressings in the box had worked as designed. No photo is available at this time.